Event description:
It was reported from the us that during an initial orthopedic surgery the surgeon experienced an issue with the instrumentation. The surgeon had difficulty seating size 13 humeral stem (captured in another complaint). The surgeon broke 2 humeral head trials trying to seat stem. The surgeon ended up implanting a size 9 stem. There was minimum delay, and the patient was not adversely affected. The patient was doing well at the end of surgery. The representative was unable to provide any catalog and lot/serial numbers of the humeral head trials. The devices were not returned for analysis. Attempts were made to request additional information from the representative, but no responses were received. There has been no other information provided by the contacts to this event. This is report 2 of 2 for this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Design related issues: the part numbers for the broken instruments were not provided. However; the design of the humeral head trial (all sizes) has been in the field since 2004. Exactech has not received any other complaint reports involving breakage of a humeral head trial. The sales data for all humeral heads was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this does not appear to be a design related issue. Mfg-related issues: mfg-related issues: the manufacturing lot number was not provided. Therefore, the manufacturing data cannot be reviewed. This issue is unlikely related to the manufacturing. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for these humeral head trials, (B)(4), was reviewed. The risk is captured. Most likely cause: the broken humeral head trials reported were likely the result of excessive impaction due to difficulty seating the humeral stem.this cannot be confirmed because the device was not returned for analysis. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. No patient adverse event.